Event description:
A trilogy ev300 ventilator was reported to the manufacturer to require follow-up repair due to failed preliminary system test motor calibration verification and fio2 and ventilator inoperative. Philips on-site service for device repair is pending entitlement at this time and has not yet been scheduled. At this time, we are unable to confirm the alleged malfunction(s). A supplemental report will be submitted if a manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information that a trilogy evo ventilator was evaluated by the manufacturer's service center for the complaint of a failed test. There was no harm or injury reported. The field service engineer (fse) was able to duplicate the reported problem of the failed exhalation pilot test. The fse replaced the 3-way solenoid and proportional valves as recommended to address the failed test issue. The replacement of these components corrected the issue. Diagnostic system test was performed and passed. The device passed final testing after repair and was determined to operate properly.